Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave was selected to be used in a pulse field ablation procedure. During the preparation of the device the guidewire remained stuck in the catheter. The device was replaced, and the procedure was completed with no patent complications. It is noted that the device is expected to be returned.